Event description:
It was reported that the patient presented after hearing an alarm. It was determined that the right ventricular (rv) lead exhibited defibrillation coil impedance of greater than 2000 ohms. The physician suspects a connection issue or a lead fracture. Considering the patient's situation, the physician decided to turn off the alarm and ventricular tachycardia (vt)/ventricular fibrillation (vf) treatment. The physician told the patient to return to the clinic if they feel uncomfortable. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).